Manufacturer narrative:
The device was returned for evaluation. The part was soaded in instrument milk and then forcibly tightened to be released from the current position. It was discovered that the thumbnut was stuck in the untighten position due to excessive pressure on the drawbar (screw in the middle of the thumbnut) caused by the thumbnut being turned counterclockwise beyond the stop point. The device is now able to function as intended as long as the thumbnut is not overturned. The root cause is customer mishandling. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "(B)(6) has a greenberg arm that they purchased last year is now frozen. Part #50-1509."